Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed irritation under the back therapy electrode pads. Patient's husband reported that area as raw and open sore rash. There was no alleged device malfunction contributing to the irritation. Patient was prescribed cortisone by a physician. Follow up indicated some improvement to the rash.